Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th december 2024, it was reported by an arthrex employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the anchor broke during insertion. This was detected during a reconstruction of posterior fork ligament surgery on (B)(6) 2024. Ar-5108 was used to prepare the bone socket. The anchor broke during insertion and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-5100-08.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the 8mm tibial fixation device of the sheath, graftbolt returned had broken. The delta peek screw was not returned. Functional testing was not performed due to the damage to the device. Per dfu-0173-eo rev 0 g precautions, 5. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. 6. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.